Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the low blood glucose. The customer¿s blood glucose was 43 mg/dl. The insulin pump had a insulin pump error alarm. There was crack on the back of the insulin pump. The customer was explained alarm and assisted in clearing. The customer was advised that the insulin pump requires replacement. The customer was advised discontinue use of the insulin pump and revert to backup plan. The customer will be taking some sugar and may go to emergency room as she may not have some back up plan readily available. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error unable to download due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Unable to verify pump error 35 due to download difficulty. Device received with corroded motor home switch, cracked battery tube threads and cracked case (battery tube). The p-cap does lock properly.